Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Couldn't get the whole tampon out [foreign body in reproductive tract]. Tampon falls apart [device breakage]. Tampon falls apart while pulling the tampon out [complication of device removal]. Case description: consumer reported via rr that the tampon fell apart during removal. No serious injury was reported.